Manufacturer narrative:
Device not received by ranfac corp to be evaluated. DHR review did not indicate any issues related to poor suction during aspiration.

Event description:
Customer email is as follows: we have a complaint on pn 08495. Right now this is an isolated report. This is a formal complaint. The customer claims there was no vacuum, when they attempted to remove the aspirated sample. They claim they were sucking air. They think there may have been a crack or hole within the aspiration needle assembly. They claim this has happened once before too, but they did not report it. Here's the lot information to assist in your investigation.